Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for thyrotropin (tsh). The erroneous results were reported outside of the laboratory. The initial tsh result from an aliquot from the modular pre-analytics (mpa) was 1.51 uiu/ml. This result was reported outside of the laboratory. The sample was also tested for ft3 and the result was 19.23 (unit of measure not provided). The clinical biochemist questioned the tsh result due to the ft3 result and requested an ft4 test as well. The primary sample produced an ft4 result of 42.53 (unit of measure not provided). The tsh result did not fit the clinical picture of the patient based on the ft3 and ft4 results which were believed to be correct. The primary sample was repeated and tested for tsh. The repeat tsh result was 0.005 uiu/ml. This result was corrected and was reported outside of the laboratory as <0.02 uiu/ml. No adverse event occurred. The e602 analyzer serial number was (B)(4). A specific root cause could not be identified. The sample was requested for further investigation but could not be provided. The possible root causes may be related to pre-analytic issues (e.g. Mixing up of sample cups or issues with sample preparation).